Manufacturer narrative:
A product investigation was completed: the complaint condition for the reported 04.503.761 lot number 7959261 titanium matrixmandible plate, 04.503.406 2.0mm titanium matrixmandible screw with unknown lot number, and three 04.503.608 2.0mm titanium matrixmandible locking screws with unknown lot numbers was likely caused by patient noncompliance; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 04.503.761 titanium matrixmandible plate, 04.503.406 2.0mm titanium matrixmandible screw, and 04.503.608 2.0mm titanium matrixmandible locking screw are implants routinely used in the matrixmandible plating system. The three returned locking screws were measured and determined to be 8.01mm, 8.00mm, and 8.05mm in length and therefore likely to be part number 04.503.608. The one returned non-locking screw was measured to be 8.02mm and therefore likely to be part number 04.503.408 as opposed to the reported 04.503.406. The devices were returned and reported to have been removed and replaced due to a nonunion. This condition is unconfirmed; a nonunion cannot be confirmed with the available x-rays although it can be presumed to have occurred because the implants were removed. An internal review of the received x-rays resulted in no findings. It is likely that patient noncompliance has led to this complaint condition. The 04.503.761 plate was manufactured in may 2015 and is less than a year old. The balance of the returned devices is all in condition consistent with insertion and explantation. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. There were no issues found with the returned devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an initial procedure on (B)(6) 2015 to treat a mandible angle fracture. The patient was returned to the operating room on (B)(6) 2016 to have the originally implanted hardware, consisting of a plate and screws, removed. Although all of the hardware was intact and in position, the patient reportedly grinded his teeth, which caused micro-movements at fracture site and resulted in a non-union. The surgeon revised the patient with a new reconstruction plate. This report is 2 of 5 for (B)(4).